Manufacturer narrative:
A patient experiencing frequent charging was reported to abbott. As a result, the ipg was explanted and replaced. Therapy was restored. The device was not returned for disposal/evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined.

Manufacturer narrative:
Reporter phone number (B)(6) b3-date of event is estimated.

Event description:
It was reported that patient had to charge the device more frequently than recommended. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.